Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing that lead to inappropriate atrial tachy response (atr) episodes which was a result of the noise signal being oversensed. Technical services (ts) was consulted and they cannot rule out respiratory rate trend (rrt) oversensing at this time. In addition, there was intermittent noise observed on the non- boston scientific right ventricular (rv) lead that isn't correlated to with the ra noise. Right atrial (ra) and rv lead measurements within normal range and stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).